Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, stent damage occurred. Vascular access was obtained via the radial access. The 70% stenosed target lesion was located in the severely tortuous and moderately calcified right coronary artery. This 3.50x16mm synergy¿ stent was selected; however, after failure to deploy the stent the operator noticed that the stent platform lost its integrity. It was noted that the stent was not well crimped on the balloon at the proximal edge and the stent was damaged. The procedure was completed with another of the same device. No patient complications were reported and that patient status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned complaint device revealed that the stent struts on the first 3 rows from the proximal end of the crimped stent were distorted, deformed and lifted upwards from the stent profile. The balloon profile was examined with no issues noted with the balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. There were no issues noted with the crimped stent other than damage described previously. There were no signs of movement of the stent on the balloon. The crimped stent was set between the proximal & distal markerbands as per product specification. The balloon was then successfully inflated to nominal pressure (11atm) and subsequently to rated burst pressure (rbp 16atm) with a satisfactory performance of the balloon. Full and stable stent expansion was observed during the examination. The balloon was then deflated with the deflation time within the specified performance time and met specification. The balloon ¿wings¿ folded back evenly with a uniform balloon profile achieved. The expanded stent deployed from the fully deflated balloon without any experience of difficulty. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the shaft polymer extrusion profile found no issues. The bumper tip of the device showed no signs of damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, stent damage occurred. Vascular access was obtained via the radial access. The 70% stenosed target lesion was located in the severely tortuous and moderately calcified right coronary artery. This 3.50x16mm synergy¿ stent was selected; however, after failure to deploy the stent the operator noticed that the stent platform lost its integrity. It was noted that the stent was not well crimped on the balloon at the proximal edge and the stent was damaged. The procedure was completed with another of the same device. No patient complications were reported and that patient status is stable.